Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 530 mg/dl. The customer did not have syringes and went to hospital. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 530 mg/dl. The customer is unable to troubleshoot they could not resolve on their own, she was getting high and they went to hospital. Customer would like to return the set and reservoir for analysis. Customer reported the alarm did not occur during manual prime. The customer is returning the product based on her request.

Manufacturer narrative:
Evaluated four opened/used reservoirs, inspected reservoirs, snap-cap, and septum for anomalies; none were found. Ran occlusion test filled with diluent, connected to a new infusion set, installed reservoir and connector into the pump; performed pump manual prime. Visual fluid flow through infusion set and out catheter tip noted. Conclusion the reservoirs were not occluded.